Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 512 mg/dl). The contact alleged the pump was the cause of the elevated bg; no further details were provided. Tandem technical support assisted the contact with performing a pump system check. No device issues were identified. Tandem clinical diabetes specialist followed up with the contact. The pump settings were increased and customer's bg was in the 100s mg/dl. There were no issues with the pump.